Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. The customer also state that reservoir compartment was damaged but reservoir was able to lock in place when inserted into insulin pump. The customer also state that they did received no delivery alarm event was resolved by changing complete set. The insulin pump will be returned for analysis.